Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was not duplicated. The device tested normally at the time of evaluation. The overpressure sensor was replaced preventatively.

Event description:
It was reported that the device's overpressure sensor was faulty, the locking lever spring had no tension, and the power button had poor tactile behavior. There was no reported patient involvement.